Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified that the device had not been in for service for the last 12 months. The customer issue was confirmed through the event history log (ehl). The downstream occlusion (dso) sensor was found to be worn. The cause of the reported issue could not be determined. The dso sensor was replaced to fix the issue. The device was submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy tests results are confirmed to be within specification.

Event description:
The customer returned the device for a defective pump, and a pressure alarm problem, during the device analysis the pressure alarm was confirmed. There was no reported patient involvement.